Event description:
It was reported that during a tips case in which two stents were placed, one behind the first, a guidewire nor catheter wouldn't pass through the deployed stent. The next day the lumen of the stent had began to clot and urokinase wasn't possible. The dr wasn't able to revise the tips and the pt was sent to surgery.